Event description:
It was reported that the sitter select alarm model 8361 volume is very low. No pt injury reported. Inspection by posey shows that the alarm had no tone when powered on.

Manufacturer narrative:
Evaluation: results: no alarm tone when powered on.